Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used in a peg placement procedure in 2009. According to the complainant, approx a month after placement, the cap of the button became loose and the cap plunger easily comes off the port. The procedure was completed with another button replacement gastrostomy device. There has been no report of complications or injury to the pt. Post procedure the pt's status was good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.